Manufacturer narrative:
Continued form done used 20 ml bd syringe; one used non bd extension; one bd 10 ml syringe ref 306547 lot 8288923 exp 2021/09/30 0.9% sodium chloride injection the customer¿s report of dexamethasone programmed to infuse 15ml but only infused 10ml was not confirmed. Physical inspection showed no anomalies. The pcu event log indicated a bd 30ml syringe was selected from the menu with a volume estimated at 19.8mls. Testing indicated that with the incorrect syringe selection, at the completion of the infusion a residual volume of approximately 4ml would remain in the syringe. Testing performed using the returned used 20ml syringe found that by manipulating the attached pharmacy label, the syringe module could detect a 30ml syringe. Functional testing noted the plunger position was out of specification however this would not cause the device to recognize an incorrect syringe. The root cause is believed to be the result of a bd 30ml syringe selected instead of the installed bd20 syringe.

Event description:
It was reported that in the pediatric department a primary dexamethasone infusion completed with only 10ml of the 15ml in the syringe infused. Dexamethasone 6.12mg/d5w in 15.3ml for a total of 15ml in a 20ml syringe infused at a rate of 30.6ml over 30 minutes, however 5ml remained at the completion of the infusion. The pharmacist stated their practice is to 'flag' their syringes by cutting a small strip of label and affixing it to the syringe. The labels are then folded in half upon themselves and attached to that 'flag.' The rationale is to allow as much of the syringe to be visible to the pharmacist as well as the clinician. There was no report of patient harm. Although requested, no further information was obtained from the customer

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that in the pediatric department that a primary infusion of dexamethasone 6.12mg/d5w 15.3ml that was infusing at a rate of 30.6ml over 30 minutes while using a 20ml syringe was to infuse 15ml but only infused 10ml of the medication leaving medication in the syringe after the infusion was completed.